Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
There are 3 first piccs that leaked. One leaked 7 days after insertion. One leaked 10 days after insertion. One leaked 20 days after insertion. They were leaking the liquid drug. No patient injury.